Event description:
The patient reported that they are currently hospitalized due to a blood stream infection/sepsis related to central line used for treprostinil. The patient was taken to the hospital by ambulance on (B)(6) 2025 for difficulty breathing and drops in oxygen saturations. No further information, details or dates available. Date of discharge or current length of hospitalization is unknown. Md is aware and seeing the patient in the hospital. No discharge date at this time, unknown length of hospitalization. No further information, dates, or details reported.